Event description:
During a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery. An unsuccessful attempt was made to pass the 2.5 x 12mm promus element plus monorail stenting system across the lesion. While removing the stenting delivery system from the body, the stent dislodged inside the guide catheter. The stent and the delivery system were able to be removed from the guide catheter. Another of the same stent delivery systems was used to complete the procedure. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).